Manufacturer narrative:
The correct information has been provided with this report.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer's blood glucose was 6.9 mmol/l and the sensor glucose was 2.7 mmol/l at the time of the incident. Insulin delivery was suspended due to sensor glucose values. Sensor will not be returning for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.